Event description:
It was reported that the dr. Loosened the tuohey borst and began to deploy the filter. The filter became difficult to deploy at the end of the catheter, but finally deployed. As soon as the filter deployed, it jumped 1-2 cm. The apex was above the renals and the legs were below the renals. The filter remains implanted. No pt injury reported.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. The filter was not returned, as it remains implanted. X-rays of the event were not returned for evaluation. It is unk if procedural factors contributed to this event. Based on the info received, the results of the investigation are inconclusive and the root cause is unk.